Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, the recapture feature was used three times due to dislodgement. Valve was implanted successfully. At the end of the procedure an aortic dissection was visualized under the valve as a result of the valve recapture. Per the physician the patient's anatomy and the delivery catheter system (dcs) were not contributing factors. The patient was hemodynamically stable. Also, a left bundle branch block (lbbb) was identified post-implant. The following day, the aortic dissection was not identified via computed tomography (CT) imaging and considered resolved. Treatment was not reported for either incident. No adverse patient effects were reported. Additional information was reported that the dcs was possibly related to the aortic dissection. No adverse patient effects were reported.